Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017. The patient presented with hematuria and elevated lactate dehydrogenase (ldh). It was reported that had a similar episode two months prior. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the file shows all the pump parameters trending slightly upward, however the event history is normal. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional information: the device was explanted and is expected to be returned for evaluation. It has not yet been received. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was admitted to the hospital due to hemolysis. The patient transplant status was increased to a 1a. A suitable donor was identified and the patient underwent a heart transplant on (B)(6) 2017. The lvad was explanted at the time of the event.

Manufacturer narrative:
Additional information added date returned: thrombus was confirmed in the evaluation of the left ventricular assist system (lvas). Additionally, an elevation in pump power was confirmed through the submitted system controller log file; however, a direct correlation to the observed deposition could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut adjacent to the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (graft, bend relief, and outflow elbow) was also not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of lvas revealed a small, tissue-like deposition surrounding the inlet bearing cup. The lamination and denaturation of this formation indicate that it likely formed over an undetermined period of time while the lvas was supporting the patient. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase (ldh). The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.